Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
The customer reported power status light emitting diode (led) is not functioning. The service technician confirmed the reported issue and indicated the issue occurred during testing and also indicated the unit is not switching on. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician resolved the reported issue by replacing the power supply and power status overlay. The device successfully passed performance specification testing after the repair was completed.